Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock in the past while they were sleeping. The patient was brought back in for testing and review of their device data noted oversensing of sense b node noise. An x-ray of the system taken did not show any abnormalities. Additional information provided from the field indicated surgical intervention was later performed and the system was explanted and replaced. No additional adverse patient effects were reported.